Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to an electrically shorted capacitor, designator c20 on the analog pcb assembly. The shorted capacitor opened fuse, designator f1 which prohibited the device to power on. The customer received a replacement device.